Event description:
The recipient reportedly experienced device extrusion and an infection. The recipient's device was explanted.

Manufacturer narrative:
During explant surgery on (B)(6), 2022, it was reported that the recipient's device was exposed. Purulent effusion was present. An abscess was noted around the implant pocket and superficial to the mastoid cavity. The device was removed and the wound was cleaned out. The middle ear space was sealed to prevent any possibility of future cerebral spinal fluid (csf) leakage. It was confirmed there was no csf leak at the time of surgery. On (B)(6), 2022, the recipient underwent right csf leak repair with external auditory canal closure and revision mastoidectomy to address the recurrent csf leak. The recipient will not be reimplanted at this time. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed following surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed. Slices in the silicone were also observed on the top cover. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.